Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported dka. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Despite manual injections being delivered at home, the patient's blood glucose (bg) levels read "high" (>500 mg/dl) while wearing the pod between 36 and 48 hours; patient's mother believed patient may have been "sneaking candy" prior to this high bg reading. Patient told mother that pod was bumped, which caused the adhesive to loosen and cannula to dislodge. Symptoms reported include hyperglycemia and vomiting. The patient was rushed to the hospital (highest bg level upon arrival was 535 mg/dl), transferred to another hospital and admitted to the intensive care unit (ICU); there the patient was treated with fluids and insulin. A new pod was applied at the hospital and patient was released the following day once bg levels had decreased.